Event description:
It was reported that the pt underwent a 1 level x-stop procedure at l4/l5. The pt complained that he could not stand upright before or after the procedure and wanted the device to be removed. Reportedly, the device was removed approx two years postoperative. No add'l surgeries were performed during the removal. It was noted that the device positioning looked great and positioned correctly on the imaging. The procedure was completed successfully. The patient was reported to be in good condition. No add'l info was reported.

Manufacturer narrative:
Device was not returned; followed up with company representative.